Event description:
Reference number (B)(4). Event occurred in chile. It was reported that patient went to an emergency room (ER) and was subsequently hospitalized on (B)(6) 2026 due to hyperglycemia event caused by bent cannula. The site of insertion was gluteus. The infusion set was in use for twenty-four hours. The duration of hospitalization was less than twenty-four hours. The patient experienced multiple symptoms during hospitalization, including confusion, feeling sick/unwell, flu-like headache, tired/weak, altered or blurred vision, extremity pain/cramps and increased thirst. The patient tested positive for ketones measuring 1.9 mmol/l. The patient's blood glucose level during hospitalization was 393mg/dl and was treated with intravenous (IV) fluids. No further information available.